Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the fiber bonding in the outer tube area at the distal end was damaged, the protector of the video cable section was cut and the outer tube was deformed. A root cause could not be identified. Based on the results of the investigation, the following factors likely led to the malfunction: the protector of the video cable section was cut and the outer tube was deformed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the optics of the rigid video laparoscope had a bump, and the insulation on the light cable was defective. The issue was found during inspection for use. There were no reports of patient harm.